Event description:
It was reported to philips that the battery for the device failed to charge in the cadex charger. There was no patient involvement.

Event description:
It was reported to philips that the battery for the device failed to charge in the cadex charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating the battery was received partially charged. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 14.42v. Upon installing the battery in a mrx reference device, multiple test shocks were completed and the outputs were found to be within a passing range. When the battery was then inserted into a cadex charger, it was recognized by the unit and appeared to charge as expected. Although the component was able to charge, it was noted that the battery manufacturing status ¿calen¿ was flagging in a reset mode when received and remained unchanged after successful calibrations. As a result, the battery was determined to be faulty and the component was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the calen flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added vendor response. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated the codes to coincide with the failure analysis of the returned component.

Event description:
It was reported to philips that the battery for the device failed to charge in the cadex charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating the battery was received partially charged. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 14.42v. Upon installing the battery in a mrx reference device, multiple test shocks were completed and the outputs were found to be within a passing range. When the battery was then inserted into a cadex charger, it was recognized by the unit and appeared to charge as expected. Although the component was able to charge, it was noted that the battery manufacturing status ¿cal_en¿ was flagging in a reset mode when received and remained unchanged after successful calibrations. As a result, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.